Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2023-00989. It was reported that the patient's ipgs had reached end of life. It is unknown when the patient lost therapy. Surgical intervention was undertaken and the ipgs were explanted and replaced.